Event description:
The rptr stated that she did back to back blood glucose tests with results of 38, 87, 102, and 268 mg/dl. The rptr said that the tests were done within five minutes, using separate finger sticks. She reported feeling dizziness and nausea, but stated that she does not know if these are feelings of high or low. A control test result was in range, 131 (95-142). The lifescan rep discussed control solution testing and cooling with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8